Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery cap damage. The customer stated the location of the damage at the case of the battery tube side and the battery tube threads. The customer receives a stuck button alarm. The customer reported the cracked on the pump was cracked and found out-of-box damage. The customer reported that there was a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the battery cap damage, and the pump is exposed to a change in altitude. Troubleshooting was performed for the battery cap damage, and the customer was advised to send accessories-1527 as a replacement battery cap when accessories-1529 was available. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Pump passed self-test. No stuck button error alarms noted during testing. Unit successfully downloaded to thump. All buttons function properly. However, moisture damage noted on keypad traces. No stuck button alarm noted during test or in the history files. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube. Cracked battery tube threads, missing serial number label, corroded battery tube. Pump passed required test and all buttons function properly. Pump received without battery cap, damaged battery cap and battery cap contacts were unable to verify. Unable to verify out of box damage and no damaged noted to display window. However, cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.